Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2471 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the single-lumen connector was unable to be engaged firmly. No other information was provided. It was reported this event occurred with four devices. This report addresses the third device.